Manufacturer narrative:
Additional information was received that the infection was at the pocket site and there was a discharge over the implant. The physician believed it was not device related and did not know what caused the infection. The patient was placed on high dose antibiotics. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had been vomiting and had a fever. The patient was prescribed antibiotics for possible infection. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2408-56 serial: (B)(4) description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient had been vomiting and had a fever. The patient was prescribed antibiotics for possible infection. The patient was doing well.